Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient identifier, age, weight are unknown. Implant date is unknown. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.